Manufacturer narrative:
Outcomes to adverse event: other - unstable neck. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior cervical fusion (pcf) from c3 to t2. Post-op, the lateral mass screws pulled out of c3, c4, and c5. This left the patient's neck unstable. The surgeon said that the patient did not fall and has been wearing a collar throughout post-op recovery. The patient will require revision surgery as a result of this event on a later date.

Manufacturer narrative:
X-ray review results: post-op x-ray for c3-t2 (by report) fusion. There is a kyphotic deformity present in the cervical spine. All of the cervical screws have pulled out back with the c3 screw out of the bone entirely. The bottom level are not visualized. By report the cervical screws are 12 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
The revision surgery took place on (B)(6) 2020. The revision surgery went well, and the surgeon was able to anchor new screws for a stronger construct. We have not heard of any complications since the revision.